Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8120643. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for ink rings. There was one (1) notification [(B)(4)] noted for ink spots. There was one (1) notification [(B)(4)] noted for scratched print. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that, "consumer reported multiple issues with bd syringes: white substance on needle, teeth marks on caps, syringe appears to be boiled, hands turn black like pen ink when handling syringes, arms turn red, weird taste after injection, needles dull, black oily substance on syringes. Product # 320469, lot # 8120643. Consumer states that she does not re-use, occurrence date is unknown. Consumer stated that she store "dirty" needles in the plastic bag after using, then she seals the bags and discard them. She said she thinks that someone is using the (new) needles and resealing the bags." The consumer is reporting the device, syringe 1.0ml 30ga 8mm 10bag 500 ca.